Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after the sensor had been inserted in the abdomen. The sensor was inserted into the abdomen on (B)(6) 2024. According to the patient on (B)(6) 2024 she felt unusual, was confused, ill, agitated, hallucinating, had frequent urination, vomiting, and couldn¿t eat. The patient¿s house nurse checked the cgm reading which was high. A fingerstick was taken and the blood glucose reading was 647 mg/dl. It was not known how much time there was between the alert for the high reading and the taken fingerstick of 647 mg/dl. The house nurse gave the patient 10 units of insulin, and gave the patient intravenous insulin, and an ambulance was called. The paramedics did not provide any treatment but brought the patient to the hospital. At the emergency room the patient´s dexcom sensor and pump were removed. A fingerstick was taken, but no specific value was remembered. The patient was diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit. The patient received further intravenous treatment and was discharged after spending 3 days at the hospital. There was no documentation of further medical evaluation or intervention. Date of event is an approximation. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.